Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) evaluation was performed the by the customer. The last sampling date was (B)(6) 2021. There was no patient infection. The sampling was routine. The scope was precleaned with salvanios premium detergent. Asept inmed was used for manual treatment/bedside pre-cleaning. The biopsy valve, air valve, and suction valve were disinfected by the automatic endoscope reprocessor (aer). Soluscope 4 was used as the (aer) along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored horizontal after treatment. The maintenance was performed by olympus. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the channels of the evis exera ii colonovideoscope tested positive for fifty-six (56) colony forming units (cfus) of pseudomonas aeruginosa and fifty-six (56) cfus of klebsiella pneumoniae. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and the hygiene microbiological investigation report. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated nine (9) colony forming units (cfus) were found, detected to be micrococcus sp. And gram positive bacteria. With a number of revivable microorganisms between 5 and 25 cfu/endoscope, in the absence of detectable indicator microorganisms according to the methods used, the results obtained are in accordance with the alert level defined. The device was evaluated where it was found that the distal end cover cap is damaged, bending section adhesive is porous, is a crease on the connecting tube, switch button rubber 1 is worn, the universal cord has wrinkles, connector contact pins are corroded, angulations are out of specification, and biopsy channel is worn. There was no malfunction reported (coloring/scratch) inside the channel. The channel cleaning brush passage using nj4072 is correct without feeling any difficulty. All channels are clean and free from foreign material. These defects were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the event is related to the device. Growth of microorganisms were confirmed from culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with IFU, growth of microorganisms were confirmed. Though lower than the action value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). The root cause of the event cannot be determined. This information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.